Event description:
User alleges that trach tube was placed approximately two months ago. In november trach fractured at flange. Trach was replaced on the following day. No adverse outcome reported. This patient typically replaces the trach tube every two weeks but doctor recommended keeping in for two months due to granulation tissue buildup.